Manufacturer narrative:
Philips service reinstalled software and checked connections; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that storage not available error prevented imaging on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.